Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the non-tortuous and severely calcified superficial femoral artery. A 4.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. The balloon was initially inflated at 12 atmospheres. However, during the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient's body without any problem and a balloon pinhole was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.